Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify e15 alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 70 mg/dl. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.